Event description:
The device has been explanted and replaced.

Event description:
Patient reported left side capsular contracture baker grade iii. Healthcare professional confirmed left side capsular contracture baker grade iii and "implant malposition". Healthcare professional later reported left side rupture. The device remains implanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 17/oct/2016. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; capsular contracture, baker grade iii.